Event description:
The following information was reported to kci from the patient: (B)(6) 2011, the patient reported that on (B)(6) 2011, the patient had to go to the emergency room due to hives, itching, and tongue swelling. On (B)(6) 2011, the patient discontinued v.a.c. Therapy due to an allergic reaction to the granufoam dressing. Additional information received on (B)(6) 2011 from the nurse at the doctor's office who reported that the patient had hives, itching and a swollen tongue. The patient was placed on prednisone and benadryl but the allergic reaction continued and the patient had to go to the emergency room where the doctor administered antihistamines. The patient stated that there were no new items or foods that were used to consumed that could have caused the allergic reaction. The doctor stated due to the long term use of granufoam dressing the body may have built up an allergic reaction which caused the systemic reaction that the patient experienced.

Manufacturer narrative:
There was no allergy testing done but the doctor states that because v.a.c. Granufoam dressing was discontinue and within 24 hours all the symptoms resolved that this was the cause of the allergic reaction. Device labeling, available in print and online, states: v.a.c. Therapy unit canisters are packaged sterile or fluid path sterile and are latex free. The v.a.c. Drape has an acrylic adhesive coating, which may present a risk of an adverse reaction in patients who are allergic or hypersensitive to acrylic adhesives. If a patient has a known allergy or hypersensitivity to adhesives, do not use the v.a.c. Therapy system. If any signs of allergic reaction or hypersensitivity develop, such as redness, swelling, rash, urticaria, or significant pruritus, discontinue use and consult a physician immediately. If bronchospasm or more serious signs of allergic reaction appear, seek immediate medical assistance.